Event description:
The reporter stated the surgeon inserted an micl 13.2 collamer lens but the lens was torn and it was removed. The reporter stated the surgeon loaded the lens but had pulled the lens too far down the cartridge barrel. The surgeon used forceps to adjust the lens but had inadvertently damaged the lens. The damaged lens was not noticed until was inserted. The lens was removed with no patient injury. Another icl was implanted in the patient's eye with no problem.